Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device was inspected prior to use and no issues were noted. The trapezoid basket was used in conjunction with an alliance handle to crush a 2.5 to 3 cm sized stone. When the basket entrapped the stone, the handle broke, therefore the stone was unable to be crushed and the tip was unable to be detached. The handle of the trapezoid basket was cut and a sohendra device was then used to crush the entrapped stone. The sohendra handle did not crush the stone, however, enough fragments came off the stone allowing removal of the basket from the duct. The procedure was not completed and had to be rescheduled since majority of the stone was still left inside the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.